Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery, removal of adhesions and recurrent ventral incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted omentum adhered to the previous mesh as well as into the actual hernia itself. He further noted that there was a small piece of mesh that was actually cut and removed. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.